Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to sepsis spread into the bloodstream and infected the implanted device. There were no additional adverse patient effects reported. This ra lead was turned off.

Event description:
It was reported that the patient with this right atrial (ra) lead had developed sepsis spread into the bloodstream and infected the implanted device and passed away. Due to patient death the pacemaker, along with the ra lead and right ventricular (rv) lead were turned off. This ra lead will not be returned for analysis.

Manufacturer narrative:
This report is being sent to correct b2 (outcomes attrib to adv event) and h1 (type of reportable event).